Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected information: d9 and h3. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: loud noise occurred from the pump unit. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of all the malfunctions would likely be a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center images cannot be displayed. The issue was found during an unknown procedure. There were no reports of patient harm.